Event description:
Adult female admitted with an infected breast implant. The textured implant was removed and punctured by surgeon. Patient had partial (r) mastectomy post-biopsy due to ductal carcinoma in situ. Approximately one month later, bilateral mastectomy (l) no mass lesions (r) ductal carcinoma. About 1.5 years later, last surgery following mastectomy. About two years later, follow-up with physician. A few months later, the following were found: lymphedema, fibroma of skin, cellulitis (l) breast. 5 years later, breast implant removal & debride pocket (l) due to breast abscess, infected capsule.